Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon attempts to interrogate the device, the physician encountered a single blinking telemetry light and failure to interrogate the device message. On (B)(6) 2016 new information reported stated that a merlin.net transmitter was paired with the device and was able to read and send the transmission of the device without issues. The transmission confirmed that the device was functioning normally. The patient would continue to be monitored via merlin.net.